Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
As per (B)(4) - these were 3 separate cases. This pi is for case 2 on the same day. Case 2: during bone registration, lateral condyle and overall registration was inaccurate. Lateral condyle presented red. We attempted re-registration with and confirmed hip centre CT and intra op landmarks were correct. All CT landmarks, visadiscs on probe & arrays and segmenting were checked prior to case and were accurate. When we re-registered the bone, the registration was overall better however lateral condyle still yellow. When surgeon used blue probe to walk bone around these areas the probe was on cortical bone all over the condyle allowing us to proceed. Overall case completed and knee balanced as per normal. Tka case delayed 15-30 minutes.

Manufacturer narrative:
Reported event: an event regarding bone registration failure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 372 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2015 to present for similar reported events regarding failed femur registration. There was 2 other reported events (B)(4). Conclusion: device inspection could not be performed, no session data was provided. Three communication attempts were made. Device not returned.

Event description:
As per (B)(4) - these were 3 separate cases. This pi is for case 2 on the same day. Case 2: during bone registration, lateral condyle and overall registration was inaccurate. Lateral condyle presented red. We attempted re-registration with and confirmed hip centre CT and intra op landmarks were correct. All CT landmarks, visadiscs on probe & arrays and segmenting were checked prior to case and were accurate. When we re-registered the bone, the registration was overall better however lateral condyle still yellow. When surgeon used blue probe to walk bone around these areas the probe was on cortical bone all over the condyle allowing us to proceed. Overall case completed and knee balanced as per normal. Tka case delayed 15-30 minutes.